Event description:
It was reported that during an acl/meniscus repair procedure, after the t1 deployed, the t2 implant would not deploy when the knob was depressed. T2 remained in the needle. There was no significant delay or patient injury reported.

Manufacturer narrative:
The returned device is a used device. T1, t2 and suture were not returned. The device is bent and has a twisted delivery needle. It is bent to the right. The depth limiter is puckered and crimped. These conditions indicate difficulty with reaching the desired surgical location. The device cycles and actuates. Intentional or unintentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. No root cause related to the manufacture of the device can be established. Use error may have been a contributing factor to this event.